Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during cleaning and disinfecting, the subject device presented a black screen. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: after high temperature and high pressure, there was fog in ccd glass. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event (after high temperature and high pressure, there was fog in ccd glass) is caused by a component failure of the rigid tube. The most probable cause of the complaint (black screen) is no problem detected. The most probable cause of the complaint (after high temperature and high pressure, there was fog in ccd glass) is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.